Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called due to a no external power alarm on mobile power unit (mpu) power. The patient switched the system controller. After the system controller was exchanged to the new controller, the new controller was not on external power. The log files were submitted for review. The patient stated that they were connected to the mobile power unit (mpu)/wall power when the no external power alarm occurred. The event log files captured on (B)(6) 2025 low power advisories while connected to the mpu at 10:54:00 and it appeared that the black power lead was not connected to power, the driveline was disconnected at 10:59:44, the pump was back on at 11:10:43, and the driveline was disconnected at 11:11:27. The log files for the new system controller were submitted for review. The event log files captured on (B)(6) 2025 the pump running at 10:59:00, the driveline was disconnected at 11:09:01, the pump was back on at 11:11:20, and power cable disconnect alarms for both power leads at 11:12:14. (B)(6) was exchanged and removed from use, and (B)(6) was made the patient's new primary controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm correlating to the mobile power unit (mpu) could not be confirmed. The mpu (serial number unknown) was not returned for analysis. The provided log files were reviewed, and no atypical events regarding the mpu were captured. Available information for this event indicates that the observed low voltage and power cable disconnect alarms within the log file resolved after the controller was exchanged, and these events and log files will be addressed under that controller¿s investigation. The root cause of the reported event could not be correlated to an issue with the mpu. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.